Manufacturer narrative:
Swelling and pain are known side effects of surgical procedures and are not considered serious injury. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "extended penile or scrotal pain and discomfort"; "temporary reactions, swelling and/or erythema" may occur; "penile shortening"; "any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists pain and penile contracture as anticipated adverse events. The implant procedure was successful with no deviations from standard protocol or complications. In the patient's subsequent follow-up visits with the surgeon, the patient was doing well with no erythema or swelling. Months following the procedure, the patient noted a small swelling, no erythema. The surgeon examined the patient and noted the implant was well placed; there were no wings, displacement, extrusions, or seroma. The patient subsequently returned for examination months later, noting a restriction at the left distal penis, painful on erection with slight swelling at the site, and has extra skin buckling distally near corona.the patient was happy with girth and overall cosmetic appearance. The surgeon examined the patient and noted there was no suture extrusion or signs of infection. He stated the implant was centered, and there was no edema at the sight of pain. The surgeon discussed the option for a revision surgery on just the left half, keeping the same implant, stating that it would likely not affect the buckling of the skin, the risk of infection would be increased for a revision, and the post-op course is similar. The patient declined this option.

Event description:
Events were discovered when lawsuit "john doe 5 plaintiff vs international medical devices.. Et al" was provided to the quality team. The lawsuit claims that this patient had complications as a result of receiving a penuma implant. This patient was implanted with a penuma device on (B)(6) 2021. The patient states that shortly after the procedure he experienced swelling, penile shortening, and a piercing sensation with erection and intercourse. The patient states he has significant mental and emotional suffering, along with permanent physical injury. The international medical devices team believes it has likely identified the patient due to the implantation date and correspondence with the clinic; however, counsel for the patient has not yet revealed the patient's identity.

Manufacturer narrative:
Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, it lists penile curvature and as anticipated adverse event and implant extrusion/perforation as anticipated device deficiency. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature.the root cause of this investigation is known inherent risk of the device. A review of the batch record was previously performed, and the device was manufactured to specification with no deviations. UDI related data quality updates only: the manufacturing date is not included in the label as pi. The brand name, model #, and UDI were corrected.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4), however, this is a follow-up to a previously submitted. The lawsuit reports that the patient experienced unnatural curvature and protrusion.